Event description:
During a remote follow up, noise resulting in oversensing and increased impedance was noted on the right ventricular (rv) lead. Lead damage was suspected. An in clinic follow up is anticipated. No intervention has been performed at this time. The patient was stable and will continue to monitored.